Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows extensive wear on the electrodes. The screen is bent and damaged and one electrode is detached. The spacer and return electrode shows scratches. Functional evaluation revealed that the device performed as intended despite the damaged electrode of the device. The device creates plasma on ablate and coag at default and maximum settings. The suction line was tested and performed as specified. The complaint was verified and the root cause was determined to be associated with the device coming into contact with another object such as excessive use against a bony surface or another metal instrument. Using the wand as a lever to mechanically displace tissue can also cause electrode damage. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
During an arthroscopic knee acl procedure, the wand tip fell into the articular cavity when the surgeon was cleaning synovium. It was removed and a same model backup device was utilized to complete the procedure. The surgery was delayed for 10 min.